Event description:
It was reported that during an open colectomy, the firing knob was broken off at the second firing on the colon. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the device cut? Yes. If the device cut, was the cut line complete? No. Did the device staple? Yes. If the device stapled, was the staple line complete? No. Did the firing knob fall into the patient? No. If yes, was it retrieved? Na. Will the firing knob be returned with the device? No information the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.